Event description:
Our MDR - after an implantation time of about 47 months, oversensing with inappropriate shock deliveries was reported. No deterioration in the patient's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.